Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, concentric, 100% chronic totally occluded, de novo, proximal left anterior descending artery, the 1.2 x 6 mm mini trek balloon catheter was positioned and during the first inflation at 6 atmosphere (atm) after 10 seconds the balloon ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, wizard, joker. Guide cath: taiga 6f ebu3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.